Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported with the description of defective lens. Additional information received stating that there was large capsular rupture and implantation into the capsular bag not possible.